Event description:
It was reported in an evaluation questionnaire received by an engineer that a surgeon stated the tab fractured off of the dvr crosslock volar rim plate.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).